Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer to remove the scope, rotate the collar hashmark to align with the 30 up or 30 down, press the port clutch on the camera arm to clear the memory, and then re-install the scope. Caller stated they got another scope that was in the room and put it on and it was in the correct orientation. Customer was proceeding with the case. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Isi has not received the endoscope for evaluation at the time of this report. The probable root cause cannot be determined based on the information provided and phone support details.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the image turned upside down. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Site reseated the endoscope, but it kept rotating back and the image was still upside down. The procedure was completing as planned with no reported injury.